Event description:
Customer reported that, upon awakening, patient stated that she had blurry intraoperative awareness for a few minutes at beginning of case. There was no reported patient injury.

Manufacturer narrative:
Ge healthcare performed a checkout of the equipment and found it to function within manufacturer's specification. The clinician reported to ge healthcare that he inadvertently thought the tec 7 vaporizer was similar to an electronic vaporizer wherein it would alarm for low agent. As stated in the tec 7 user's reference manual: "when filling the tec 7 vaporizer, observe the following: periodically check the agent level. The vaporizer should be refilled at appropriate intervals. The vaporizer is designed to function according to specification, as long as there is agent visible above the mark."